Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: prophylactic nail to left femur. Patient pathological state caused bone to be extremely sclerotic and dense/hard. It was very difficult to ream over the guide wire all the way to the tip up into the femoral head/neck due to the increased bone density. The surgeon made several attempts to ream all the way to the tip but just couldn't get all the way. Blade was unlocked and inserted as per standard surgical technique; blade was checked and was unlocked/spinning prior to insertion into the patient. The blade was very difficult to advance into the patient's head/neck towards the end of the insertion due to bone density, taking a lot of effort from the surgeon and heavy mallet blows to advance to the desired depth of insertion. Upon trying to lock the blade the gap between barrel and tip was closing as shown on image intensifier but it wouldn't allow the surgeon to finish locking the blade, effectively getting stuck half way locked and unable to detach the blade insertion instrument. After several attempts to lock, then unlock, then re-lock and considerable force the surgeon was eventually able to detach the blade insertion instrument from the blade but the blade was clearly not fully locked when checked on image intensifier evidenced by a significant gap between blade tip and barrel. When then attempting to re-engage the blade with the extraction instrument, it appeared that the blade endcap was disengaging from the implant (i.e. Wasn't truly coupling with the blade) so the decision was made to abandon this attempt to couple implant with instrument with the endcap able to be re-screwed back into the back of the blade and separated from the extraction instrument. As the was no fracture with this patient (prophylactic nail) the surgeon was satisfied that the blade was doing what it needed to do as far as supporting the proximal femur against the pathology so decided to leave the blade insitu effectively unlocked and has no plans to revise this implant at this stage. There was a twenty (20) minutes delay in surgery. This is report 2 of 2 for com-(B)(4).